Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7154197.

Event description:
It was reported that the patient experienced shooting pain from the hip down to the leg during the implant procedure and the pain continued postoperatively. The patient was admitted to the hospital and was discharged to a rehabilitation facility.